Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during a pre-use inspection of their evis lucera elite colonovideoscope device which was to be used in an unknown diagnostic procedure, it was noted that there was a poor air and water supply. Upon inspection and testing of the returned unit, foreign material was found to be clogging the device nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. The customer reported that they think the foreign material is "the packing of the gas delivery button from the past case of the facility." Additionally, there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they wiped the nozzle with clean lint-free cloths and flushed the nozzle and immersed the device in detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered to be clogging the device nozzle. The customer's originally reported issue of poor air/water supply intake was confirmed. The following additional findings were also noted: assorted wrinkles, scratches, chips, air leakage from operation unit, nozzle drain failure, objective lens adhesive peeling and cloudiness, light guide lens cloudiness, metal tip damaged, bending section cover adhesive cloudy, distal end burned, and plastic distal end cover crushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.